Manufacturer narrative:
(B)(4)

Event description:
The customer questioned ongoing, intermittent issues with ise indirect na, k, ci for gen.2 results on a cobas 6000 c (501) module since (B)(6) 2018. The customer stated the spring holding the electrodes in place is loose and the issue has been getting more frequent. The customer provided an example of ise results for 1 patient sample. Based on the data provided, the na results for this patient sample were discrepant. The initial na result was 153 mmol/l. This result was reported outside of the laboratory where it was questioned by the physician. The sample was repeated and the result was 142 mmol/l. A corrected report was issued. No adverse event occurred. The na electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and identified a contaminated sipper syringe assembly. The fse cleaned the syringe assembly. Ise checks x20 were run and passed according to specification. Calibration and qc results were acceptable. The customer has had no further issues since the service visit. The investigation determined that the issue found by the fse was the root cause of the event.